Event description:
The pt presented with an infection in the right knee. Revision surgery found rough and pitted surface of the tibial insert. An antibiotic block was put in, revision surgery is planned. Note: a femoral component, tibial tray and tibial wedge were also removed, but were not due to failure.

Manufacturer narrative:
The pfc modular knee system was explanted after approx 44 months due to pt infection in the knee. The explanted system was returned to johnson and johnson professional, inc. For visual eval due to unusual appearance of the tibial insert articulating surface. Stereobinocular examination confirmed the "unusualness" of the texture. The surface texture observed did not appear to have an adverse effect on the performance of the device. No material or mfg defects were evident. At this time, jjpi considers this file closed.